Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "was not getting any insulin." Customer¿s blood glucose was 320 mg/dl. Allegation could not be confirmed as customer did not contact tandem technical support at the time of the issue and system check was not performed.